Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The master tool manipulator (mtm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. During calibration (via matlab) physical damage along axis 8/gimbal grip was observed. The following parts were replaced as a fix: gimbal grip pads, opto button pads. The root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the finger clutch on master tool manipulator right (mtmr) was broken and did not work. Site did not expand any further other than the finger clutch was non-functional. Surgeon continued without the use of the finger clutch. The procedure was completed with no reported injury.